Event description:
It was reported that this right ventricular (rv) lead exhibited varying amplitude measurements. No noise was observed and all other parameters were within acceptable range. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).